Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the severely tortuous, severely calcified and 99% stenotic distal left anterior descending artery (lad). The physician first deployed a stent in the lad. Then the physician advanced the 2.25 x 12 mm quantum maverick balloon to the stent and "inflated in several times" to post dilate it. The balloon ruptured at 16 atms. There were no patient complications. The device was removed intact. The procedure was successfully completed with a different device. Patient status is reported as "good".

Manufacturer narrative:
Device eval: the balloon catheter was returned in a deflated state with blood visible in the balloon. A pinhole was observed over the distal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. There are a number of factors that may influence a complaint of this nature these included the degree of stenosis, calcification and the tortuosity of the vessel. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. To date there are no similar complaints related to this manufacturing batch number. The root cause of this defect is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure. A CAPA has been initiated to address this issue.